Event description:
It was reported that the balloon has a pinhole. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that balloon was leaking air at the tip. Furthermore, it was noted that a visible pinhole was on the balloon material. The device was removed normally. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1:(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection revealed no issues on the hypotube shaft. A microscopic analysis revealed that a pinhole was noted above the distal markerband when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There were no kinks or damages noted on the shaft polymer extrusion profile. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres. However, a pinhole was noted above the distal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that the balloon has a pinhole. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that balloon was leaking air at the tip. Furthermore, it was noted that a visible pinhole was on the balloon material. The device was removed normally. The procedure was completed with another of the same device. No patient complications reported.